Manufacturer narrative:
In use at the time of the event: cgm model: g7. Mobile os: ios / ios_iphone 13 / 3.5.1 / ios_17.2.

Event description:
The customer reported "pump power button is sticky and hard to press". There was no reported adverse impact to the customer. The customer declined follow up from tandem technical support regarding the issue. No additional patient or event information was available.